Event description:
It was reported that there were four 3-4 inch cuts found on the flyte toga pullover 2x during a procedure. The pt involved was infected with mercer. The procedure was completed with the same device without any procedure delay. The surgeon was not exposed or infected with any hazardous material.

Manufacturer narrative:
The product was discarded by the user facility and will not be returned for evaluation, therefore no conclusion can be made.